Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys hcg test system results for one patient sample. The initial result was 717.2 miu/ml. The result was reported to the patient who was an employee who said she was not pregnant, so the hcg test was repeated. The repeat result on another analyzer was <0.5 miu/ml with a data flag. The sample was repeated on the original analyzer and the result was 802.3 miu/ml. The automatic repeat result was <0.5 iu/ml with a data flag. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative ran performance testing and found some results were out of specification. He performed a photomultiplier tube adjustment and ran performance testing with all results within specification. The customer performed calibration and qc with results within specification. The analyzer was performing within specification. A specific root cause could not be determined. The issue found by the field service representative would have caused more than one sample and more than one assay to be affected. Most likely the issue was due to a preanalytic problem with the sample.